Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no indication of a device malfunction contributing to the inappropriate treatment event. There is no indication that the patient sustained a serious injury. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor for evaluation, in accordance with procedures recommended by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 12/16/2015. Electrode belt sn (B)(4) : 11/18/2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, and ECG strips. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of tall t-waves. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event. The patient was conscious, at home and having breakfast at the time of the event. The patient reported that they were pressing the response buttons at the time of the treatment event. The response buttons were evaluated and found to function appropriately. The patient did not seek medical attention and continues to wear the lifevest. Per the patient's continuous ECG recording, the patient experienced an inappropriate defibrillation event consisting of two shocks. Multiple counting of tall t-waves contributed to the false detections. The treatment shocks occurred at approximately 11:02am on (B)(6) 2017.